Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for human chorionic gonadotropin, stat (short turn around time) - hcg stat. The erroneous results were reported outside of the laboratory. The initial hcg stat result was 34 miu/ml. This result was reported outside of the laboratory. On (B)(6) 2016 a 2nd sample was obtained and the result was <0.500 miu/ml. The initial sample was repeated twice on (B)(6) 2016 and the results were <0.500 miu/ml. The physician stopped treatment for 18 hours due to the initial result as the physician thought the patient was pregnant. No adverse event occurred due to stopping the treatment. The hcg stat reagent lot number was 186061 with an expiration date of 04/30/2017. Prior to the event, the pinch valve tubings were last changed on (B)(6) 2016. The customer had changed the tubings on (B)(6) 2016 after the event. The assay was last calibrated on (B)(6) 2015. It was noted that the reagent pack had about 5 tests left when the erroneous results were generated. The customer thinks that the low volume in the reagent pack could impact the results received. It was also noted that some of the laboratory technicians mixed the system water correctly and some mixed it incorrectly and that this has since been corrected. The field service representative (fsr) visited the customer site and identified a dripping sipper probe. The pinch valve tubings were kinked. After adjusting, the dripping stopped. Assay performance checks and other adjustment checks were acceptable. The fsr ran quality controls (qc) which were acceptable. The laboratory loaded a new reagent and qc was acceptable. After the fsr actions, the investigation did not identify any other problems that could have been causing an issue.